Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing (twos) with intermittent pacing inhibition on the right ventricular (rv) lead. Previous to this observation the patient had undergone aortic valve replacement (avr) surgery. During rehabilitation asystole for two seconds was notated, however a subsequent check showed no signs of oversensing. The following day there was a loss of capture (loc) observed. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. This rv lead remains in-service and there were no additional adverse patient effects reported.